Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that after a few hrs of use the keyboard does not work and the monitors go dark. No pt injury was reported.